Event description:
It was reported that rising impedance and thresholds were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implant date: (B)(6) 2010; 6082-52 adaptor. If information is provided in the future, a supplemental report will be issued.